Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead tripped a lead safety switch for an out of range pace impedance measurement. Due to the lead switching to unipolar configuration, noise was seen. The lead was reprogrammed back to bipolar and testing was performed which revealed normal diagnostics. The system will continue to be monitored. There were no adverse patient effects reported.